Event description:
Upon opening the myosure reach reference#-10-401fc lot#25e16r exp. 04-30-2028 it was noted that the sterility would be compromised when opened due to it being packaged improperly. The device was not pushed down into the plastic holders so as soon as the paper cover was peeled back the device popped over the sides and was contaminated. Device was saved for investigation but not used in surgery. No harm or contamination occurred to the patient.